Manufacturer narrative:
The actual device was received for evaluation. Visual inspection of the set showed that the support plate was broken, and the filter was detached from the plate. The reported condition was verified. The probable cause of the condition is related to a shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex st150 set c, an external fluid leak was observed due the an unspecified damage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The device was not returned for evaluation however photos were provided. The visual inspection of the provided pictures showed that the support plate was cracked at the level of the dialysate port. The reported condition was verified. The cause is related to a shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.